Manufacturer narrative:
Patient¿s exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Mfg site name- coherent inc. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 365 laser fiber was opened for use during a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, it was noted that the fiber was broken 0.5 cm from the tip upon opening the sealed package. The device was not used and the procedure was completed with a different device. The patient's condition at the conclusion of the procedure was reported to be fine.